Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective prism fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the objective prism. In addition, our technician confirmed that the lcb distal cover glass fluid damage, the control body corroded, the operation channel (primary) leak, the remote control buttons cut, the u/d and the r/l pulley wires worn out, and the jet socket worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 image failure" and/or the risk analysis results, it was evaluated to submit MDR.